Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 87 months due to manufacturer's recall. The pump had been infusing lioresal 2000mcg/ml at a daily dose of 350mcg. The catheter was explanted and replaced at the same time it had migrated and no cerebrospinal fluid was observed. The patient outcome was reported as good. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - final device analysis results reveal cap lifted but still attached/functional.